Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that the issue was unresolved at time of study no further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had no low back pain relief despite numerous reprogramming and also and pain at battery site since implant date of test: (B)(6) 2014. The patient traveled out of the country shortly after implant. She states the stimulator has never really provided her good pain relief since implant. She also complains of tenderness at the battery site since implant. It was noted that the event was to the device or therapy ad not related to the implant procedure. It was also noted that it was not due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6) 2014. As for intervention, the device was explanted and not replace on (B)(6) 2014 and the issue was resolved without sequelae (B)(6) 2014. No further complications noted or anticipated.